Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and noise. The caller also indicated it was unsure if the lead was able to capture while pacing. The lead remains in use. No patient complications have been reported as a result of this event.